Manufacturer narrative:
Concomitant medical products: dtpa2d4 crt-d, implanted: (B)(6) 2021, 6935m62 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert for noise and numerous short ventricle to ventricle intervals. T-wave oversensing (twos) was also noted. There had been a previous impedance warning on the rvtip to rvcoil for high impedance and the left ventricular (lv) tip to rvcoil for high pacing impedance. The r-waves were chronically low and there were high rv thresholds. High atrial thresholds were also noted. It was found that the rv lead had dislodged. The lead was repositioned. During the procedure to reposition the lead, the connection on the lead showed damage. The rv lead was then explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.